Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed that the pump was still under warranty and arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on how to put the faulty pump into storage mode before returning it and was advised to return it within 10 days to avoid charges. They were also instructed to use multiple daily injections as backup therapy in the meantime and informed about the need to program settings and connect their continuous glucose monitor to the new pump.